Event description:
It was reported that while stimulation is turned on, there is a loss of therapeutic effect on the left side of the pt's body; however, the right side has good effect. The status on the left side did not change with increased stimulation. Impedance measurements were within normal range (values unspecified). X-ray revealed the device had shifted downward. Reprogramming did not relieve previously controlled symptoms; no new symptoms reported. The pt will be seeing their hcp for further eval; pending surgery scheduled for (B)(6) 2010. There was no known accident or incident related to this event. The pt did report that they recently started an exercise program (date not specified).

Manufacturer narrative:
(B)(4).